Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results.

Event description:
The client called inquiring why a carealert voicemail was not received only an e-mail was sent. Technical services verified that a third party did deliver both a voicemail and e-mail to the client regarding the alert. No patient complications have been reported as a result of this event.